Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan (lfs) (B)(4) alleging a power issue with a one touch ultramini meter. The patient manages his diabetes with: novorapid insulin around meals, lantus insulin in the morning and at night, and 2 pills of metformin (500 mg) in the morning and evening. The patient indicated that the alleged issue started approximately (B)(6) 2012 at an unspecified time. The patient claimed that the meter would not turn on. The patient admitted that he had been using the meter for over a year and had never replaced the device's batteries. As a result of the alleged issue, the patient took his usual medications for diabetes. About a week after the alleged issue began, the patient reported developed a symptom of frequent urination. On (B)(6) 2012, the patient went to an emergency room (ER) and had his blood glucose tested on an unspecified emergency medical service meter. A result of "33.0 mmol/l" was reportedly obtained. The patient was treated with IV fluids and insulin. It is unknown how long the patient remained in the hospital. The patient did not have a replacement battery or test strips for troubleshooting. The patient was sent replacement test strips. He reportedly discarded the meter. Based on the information provided, this complaint is being reported due to the following conclusion: the patient alleged that he was treated with insulin and IV fluids in an ER after the meter reportedly stopped powering on.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.